Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. After cleaning the touchscreen, contact confirmed that the screen was responsive. There was no known impact to the customer's blood glucose.